Event description:
It was reported that following an implant procedure, the patient was experiencing pain, stomach muscle soreness, spasms and left side chest discomfort. It was noted that the pain was still present even though stimulation was off. The patient also received an error message as the ipg had difficulty communicating to the remote control. Database analysis revealed no anomalies. The physician confirmed that the said symptoms were not related to stimulation, however, they were related to the procedure. The physician prescribed tramadol.